Event description:
Customer called to report that insulin is squirting out of the insulin pump during the manual prime process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 53 mg/dl. Customer reported that insulin continues to drip after letting go of the act button. Customer stated they were not wearing the pump during priming. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked end cap. Unable to perform basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to physical damage to end cap. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Insulin pump received with minor scratched display window. Insulin pump received with missing end cap sticker. Unit received with stained back address serial number label.